Event description:
According to dental office, the implant patient completed his implant pfm install on #18 on (B)(6) 2017 using a specially ordered screw-retained ucla version. On (B)(6) 2017, the patient came in with the pfm broken several weeks before.